Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned and evaluated. The phenomenon (no video) was confirmed due to a faulty dx board. In addition, software version was updated. The device was repaired and sent back to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been five years since the device was delivered, and it is likely that the parts on the board failed accidentally and the dx board failed. In the dx substrate, image processing such as superposition of osd and generation and output of sdi signal are carried out. Therefore, it is likely that the composite output and the sdi output ceased to function due to the failure of the parts related to this. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The reported problem first occurred at the beginning of a diagnostic colonoscopy procedure. The intended procedure was not completed. It was confirmed by the user facility that there was no patient harm that occurred associated with the reported problem.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed no image and no video output was due to a faulty printed-circuit board failure. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus there was no image during a diagnostic procedure. The customer performed troubleshooting with the composite and serial digital interface cable and was unable to resolve the issue. No patient harm or injury reported.